Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, arrhythmia, and death appear to be related to operational context. In this case it is possible that the reported patient myocardial infarction, vascular dissection, arrhythmia, and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery via femoral access. The severely calcified lesion was 12mm in length with a vessel diameter of 2.5mm. After one treatment on low speed, a type d dissection occurred. The oad was removed, and balloon angioplasty and stent placement were performed. The vessel looked decent following stent deployment. The patient became hypotensive. Dopamine, epinephrine and levophed were administered. An impella heart pump was inserted. The heart pump was then removed. The patient also experienced atrial fibrillation with rapid ventricular response during stent positioning and deployment. Amiodarone was administered but did not convert the arrhythmia. Cardioversion was performed, and the cardioversion was successful in returning the patient to a normal sinus rhythm. The opinion of the physician was that the dissection led to the hypotension and arrythmia. The patient was in critical condition and was admitted to the intensive care unit. The patient remained hemodynamically unstable and experienced worsening bradycardia and pulseless electrical activity. A temporary pacemaker was placed. The patient coded, and sinus rhythm was able to be restored. The patient was transferred back to the intensive care unit and pulseless electrical activity continued intermittently. A do not resuscitate was signed by the patient's family, and hemodynamic support was discontinued. The patient expired on (B)(6) 2020. The causes of death were reported to be bradycardia and pulseless electrical activity. Additional information received from the clinical events committee indicated that a myocardial infarction (mi) occurred and is possibly related to orbital atherectomy. Mi was not reported by the site. Subject ID: (B)(6).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery via femoral access. The severely calcified lesion was 12mm in length with a vessel diameter of 2.5mm. After one treatment on low speed, a type d dissection occurred. The oad was removed, and balloon angioplasty and stent placement were performed. The vessel looked decent following stent deployment. The patient became hypotensive. Dopamine, epinephrine and levophed were administered. An impella heart pump was inserted. The heart pump was then removed. The patient also experienced atrial fibrillation with rapid ventricular response during stent positioning and deployment. Amiodarone was administered but did not convert the arrhythmia. Cardioversion was performed, and the cardioversion was successful in returning the patient to a normal sinus rhythm. The opinion of the physician was that the dissection led to the hypotension and arrythmia. The patient was in critical condition and was admitted to the intensive care unit. The patient remained hemodynamically unstable and experienced worsening bradycardia and pulseless electrical activity. A temporary pacemaker was placed. The patient coded, and sinus rhythm was able to be restored. The patient was transferred back to the intensive care unit and pulseless electrical activity continued intermittently. A do not resuscitate was signed by the patient's family, and hemodynamic support was discontinued. The patient expired on (B)(6) 2020. The causes of death were reported to be bradycardia and pulseless electrical activity. Additional information received from the clinical events committee indicated that a myocardial infarction (mi) occurred and is possibly related to orbital atherectomy. Mi was not reported by the site. Subject ID: (B)(6).

Manufacturer narrative:
Additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.